Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). The 100% stenosed target lesion was located in a mildly tortuous and mildly calcified superficial femoral artery (sfa). A 5.0mm x 220mm x 150cm sterling balloon catheter was advanced for dilatation and was inflated twice at 14 atmospheres. However, during the third inflation at 14 atmospheres, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.